Event description:
According to the available information, the patient presented with signs of infection 12 months post implant. Post operatively, the patient had a typical recovery with no issues and used the implant for one year with no complaints. Three days before presenting for review on 29th april, he began to have pain in the scrotum, fever and rigors. He is noted to be type 2 diabetic. The patient was admitted and he began IV antibiotics. A sample of the fluid was aspirated on the ward and sent to pathology. Steptrococcus agalacltiae (group b) was grown on microculture. 48 hours after admission, imaging showed periorbital fluid around pump and the decision to explant was made. Decision not to re-implant with malleable made at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.